Manufacturer narrative:
Device evaluation summary: during visual inspection of the device, no apparent damage could be observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast augmentation with mentor smooth round moderate profile 250cc saline breast implants which the patient is unhappy with size and appearance after implantation. As a result patient underwent bilateral removal and replacement as follow: right replaced with cat/sn: 3502754bc (B)(4), and left replaced with cat/sn: 3502754bc, (B)(4) on 1/28/2020. This report is for the right side.